Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of peritonitis in a patient coincident with dianeal (soluzioni per dialisi peritoneale 1.36% pd1) for automated peritoneal dialysis (apd). The patient experienced peritonitis. No diagnostic information was provided. It was not reported if the patient was hospitalized for the event. The patient received treatment with unspecified antibiotics. The reported stated that the patient had previously used baxter pd solutions manufactured by (B)(4) without any kind of problem. On an unreported date, the patient was switched to physioneal. On an unreported date, pd therapy was permanently discontinued. The peritonitis was resolving.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4).the complaint was not confirmed. No device malfunction or use error was identified.